Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial and lot #: serial number (B)(4), lot number 62874. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider did not advance to all the way to the end and it got stuck against the xen®45 gts. Surgery was completed with another xen®45 gts. There was no eye injury.